Event description:
Customer reported that pump unexpectedly displayed reset screen. There was no adverse impact to the customer¿s blood glucose level. Customer was sent a replacement pump by cts, and caller was instructed on how to return the problematic pump, which they acknowledged.